Event description:
It was reported that the device was explanted, and the rv (right ventricular) lead was capped due to increasing capture thresholds and increasingly high impedances. No patient complications were reported as a result of this event.